Event description:
It was reported that detached component. There was no patient involved with this event. On follow up it was reported that a sphere came out of the attachment, it is put in a plastic bottle.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearing detached. The likely cause of failure was identified as inadequate preventive maintenance. It was also noted that leg scratched and unable to insert tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.